Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The device recovered following the procedure.